Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the procedure, the patient had a viral illness and the patient was hospitalized. The physician relates the illness to the procedure. The super dimension portion of the case was completed.